Manufacturer narrative:
Evaluation: device remains implanted. A dvd of the device in situ was returned for examination. Review of the case by the chief medical and science technology officer indicates the event was caused by inadequate product quality. An examination of complaints and sales indicates an occurrence rate. We will continue to monitor for similar complaints.

Event description:
The device was being used during an emergency procedure to repair an aaa. While deploying the proximal portion of the zenith main body stent graft, one of the radiopaque marker bands designating the top edge of the graft came off. The marker band migrated and landed in the left renal artery. According to physician, the marker appeared to be lodged in a branch off of the renal artery. The pt's renal function will be monitored, but there was no initial sequelae noted.